Manufacturer narrative:
This report is filed january 21, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed wound dehiscence at the implant site post-operatively. On (B)(6) 2015, a procedure was performed to clean and close the wound. The patient was placed on IV antibiotics in hospital for a duration of one week. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 due to extrusion of the device. It is unknown if re-implantation has occured as of the date of this report february 5th, 2016. Device not received by manufacturer.